Manufacturer narrative:
Titan touch pump, and detached connector / tubing were received for evaluation. Abrasion was noted on the cylinder 1 exhaust tube of the pump. Suture was tied around both exhaust tubes of the pump. No functional abnormalities were noted with the pump. The inlet tubing was cut between the connector and the pump to allow for testing. Suture was tied around the inlet tube. No functional abnormalities were noted with the detached connector / inlet tubing. The information received indicated the pump was no longer working, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
As reported to coloplast, though not verified, the patient had a stuck pump a few months ago, but the doctor was able to get it going again. Now the pump has completely stopped working. The pump was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.